Event description:
It was reported that the ventricular lead exhibited loss of sensing and loss of capture. Chest x-ray confirmed that the lead was dislodged. The lead was explanted and replaced. The patient was stable during and post procedure.

Manufacturer narrative:
(B)(4).